Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as this is the first complaint reported for the lot number. Investigation summary: one hickman s/l catheter was received for evaluation. Along with the sample, one electronic photo was provided for review. Microscopic, visual, tactile and functional testing were performed. A closer observation was performed on the inner lumen and the split appeared to be a c-shape split. Under microscopic observation, the proximal end of the catheter body was noted to have jagged edges. The surfaces appeared to be round and smooth in one region and granular in the other region. The c-shape split was visible on the inner catheter body. Upon infusion, a leak from the c-shaped split was observed on the catheter body. Water was not observed exiting the distal end of the catheter. Tactile evaluation was performed on the break area of the catheter. Upon gently stretching the catheter, abnormal elasticity was felt throughout. Therefore, the investigation is confirmed for the reported fracture, fluid leak and identified burst and material separation issues. The definitive root cause could not be determined based upon available information, labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one month and twenty days post a chronic catheter placement, the device allegedly had leakage near the hub initially. It was further reported that while opened the dressing, it shows that the outer layer was allegedly found teared or peeled away from both the hub and cuff area. There was no reported patient injury.

Event description:
It was reported that approximately five months post a chronic catheter placement, the device allegedly had leakage near the hub initially. It was further reported that while opened the dressing its shows that the outer layer was found teared or peeled away from both the hub and cuff area. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: g3. H11: b5, d4 (medical device lot number, unique identifier (UDI) #). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one month and twenty days post a chronic catheter placement, the device allegedly had leakage near the hub initially. It was further reported that while opened the dressing, it shows that the outer layer was allegedly found teared or peeled away from both the hub and cuff area. There was no reported patient injury.